Manufacturer narrative:
(B)(4). A device history review was performed and no issues were identified. There were no failures or malfunctions identified that could have caused or contributed to the reported event. The cause of the reported event could not be determined through the device evaluation.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized one day prior to death for low heart rate. On that same day, pd therapy was discontinued. On the day of death, the patient was transferred from the hospital to an unnamed center for comfort care. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available. Additional information was received from global pharmacovigilance on (B)(6) 2013 in follow up to (B)(4). The additional information included that the home patient (hp) was transferred from the hospital to an unnamed center for comfort care on (B)(6) 2013. The hp had a low heart rate and passed away but neither one was related to dianeal therapy, devices, or disposables.

Manufacturer narrative:
(B)(4). The device was received. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the patient's death. The device passed both the homechoice rite electrical test and the homechoice rite functional test. The initial evaluation of the device revealed no failure or malfunction that could have caused or contributed to the patient death. A service history review revealed no previous service events were related to the reported condition. If additional relevant information is received, a supplemental report will be submitted.